Manufacturer narrative:
Zoll medical corporation evaluated the device and the paddles and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing. The paddles were tested functionality and inspected for damage, without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.